Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failure. Customer¿s blood glucose level was 143 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the perform a self-test and the test did not pass. Customer troubleshooting was performed. Explained insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement and test self test. Hardware low level failures alarm found in the pump history file due to software error.